Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while a clinician changes an empty IV bag, without knowing there may be IV push medications still in the IV line. Therefore, starts the new IV bag, and then essentially boluses leftover medication from the IV line into the patient. This was reported to bd representatives during their site visit. There was patient involvement but outcome is unknown.